Event description:
The customer's spouse called and reported the insulin pump alarmed with an unexpected restart error alarm that could not be cleared. Customer's blood glucose was 159 mg/dl. The alarm history was checked and several battery alarms as well as a button error were shown to have occurred. No significant events leading to the button error alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected bad battery alarms noted. The insulin pump passed displacement test, self-test and error test. No unexpected alarm noted. The insulin pump had an intermittent button response noted during testing due to corroded keypad traces. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.